Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 had bad solenoid causing entire station to power off. A field service engineer (fse) disconnected drawer and entire machine powered on. Fse mentioned that customer was able to use remainder of device except for drawer 3 and would return following week with new solenoid to replace. Later fse mentioned that a duplicate ticket was opened for this case and reassigned to other fse to complete work. Good faith attempts were made to get the additional information. No responses received from the field service engineer (fse) and the fse manager. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had station failed to power up and was offline in rss. And also, the customer observed burning smell, so the device was unplugged. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had station failed to power up and was offline in rss. And also, the customer observed burning smell, so the device was unplugged. There were no delay or adverse events or injuries reported based on this event.